Event description:
It was reported that the customer had a calibration error alert and meter blood glucose now alert. Customer's blood glucose level was 439 mg/dl. Customer stated that the pump kept asking for a blood glucose meter repeatedly. Customer checked her blood glucose level 5 times and entered it into the pump. The pump did not accept her calibrations. Customer just got back on the pump and was off of it while she was getting a replacement. Customer's calibration history is blank. Customer stated that she was not experiencing intermittent calibration error alerts. Customer was advised to calibrate when her blood glucose levels are stable. It was explained that the alerts may be caused by rapid increases/decreases in blood glucose values. Sensor will need to be replaced. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.